Manufacturer narrative:
Unique device identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years and 9 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that elevated power and flows were observed on (B)(6) 2017. The urine analysis revealed presence of small amount of red blood cells. Inr was out of range 1.5-1.9 for the last 3 weeks with the goal 1.8-2.2 because of the frequency of bleeding events. Other labs were within normal limits. On (B)(6) 2018, it was reported that the patient was discharged home in stable condition. The inr was within goal range. Previously unreported to the manufacturer, the patient experienced gastrointestinal bleedings between 2012 (prior the implant date) and 2014, with rare re-occurrence in 2015. In the time of bleedings, the patient presented with melena, fatigue and low hemoglobin/ hematocrit level. An arteriovenous malformation (avm) was identified via colonoscopy and cauterized. The manufacturer¿s technical services representative reviewed the submitted log files and confirmed intermittent elevated flow on (B)(6) 2017. The pump parameters and values were within normal limits.

Manufacturer narrative:
The report of elevations in pump power and flow can be confirmed based on the submitted system controller log files. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.